Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the lens with no visible damage. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.0/+2.5/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.